Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced an open abdominal wound. Post-operative patient treatment included placement of wound vac. Information received indicates the patient is deceased. It has been stated that the death due to or is a consequence of multi-organ system failure, liver failure, pulmonary hypertension, renal failure or incarcerated ventral hernia. Information regarding the date of death is unavailable.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced an open abdominal wound. Post-operative patient treatment included placement of wound vac. Information received indicates the patient is deceased. It has been stated that the death due to or is a consequence of multi-organ system failure, liver failure, pulmonary hypertension, renal failure or incarcerated ventral hernia. Information regarding the date of death is unavailable. The device had been used with vac drain